Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: posiflush -xs/sf. Device failure: package difficult to open.

Event description:
No additional information.

Event description:
It was reported that bd posiflush-xs / sf packaging shreds when separated. The following information was provided by the initial reporter: when they¿re tearing lawson (B)(6) (syringe saline 10ml flush) apart several particles shed from the packaging. I did it over some black fabric so you could see how many flakes off. A little concerning in a sterile environment.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number (B)(4) and lot number 4207650. The review did not reveal any possible non-conformances which could have contributed to the reported incident. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, particles were observed. It was determined that the particles most likely resulted from fiber tear. A small amount of fiber tear naturally occurs when separating individual blister packages and also when separating the paper top web from the plastic bottom web. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.